Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, 19 boxes were missing a label and 1 box was double labeled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 20 photos for investigation that showed failure modes of missing label and double label. Additionally, 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes double label and missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k3e 3.6mg plus blood collection tubes, 19 boxes were missing a label and 1 box was double labeled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.